Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: event 1: material #: mz1000-07, batch/ lot #: unknown. It was reported that on 5 occurrences that the needle free connector leaked.

Manufacturer narrative:
Investigation summary: the maxzero needleless connectors, model mz1000-07, was received by the customer for investigation. The maxzero was visually inspected and no defects were observed. The maxzeros were then functionally tested. The sample was observed to have a slight leakage from the piston. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Medical device expiration date: unknown date received by manufacturer: bd was initially made aware of this complaint on 2021-01-08. At that time, based on the information provided by the initial reporter, the event dates were unknown so all events were added to one MDR, MFR report # (B)(4). Additional information was later received on 2021-01-14 with the event dates, which caused the events to be reported on separate mdrs. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: event 1: material #: mz1000-07, batch/ lot #: unknown. It was reported that on 5 occurrences that the needle free connector leaked.